Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported that the healthcare provider (hcp) told her to talk to the manufacturer representative (rep) because they did not feel it was working appropriately. Hcp said the stim shouldn¿t be that high. Patient stated she was very incontinence. She felt she was right back to where she was when she was implanted. She had leakage, retention and incontinence. She kept turning up the device and she was on program 3 at 7.5v and it was painful at the device site. It wasn¿t the pain she can¿t tolerate. She had moved to a different program once. It was explained to the patient that the stim was not to be painful. If it was too painful or too high, she may need to change a new program. There were no further complications that have been reported as a result of this event.